Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (vibration issue) issue. It was reported that the pump had constant vibration. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 22-may-2019 with the following findings: a review of the pump¿s black box data and alarm history showed a cs 088 call service alarm related to the vibration issue. No call service alarms were duplicated during testing. During testing, the vibration feature functioned properly. The pump cover was removed and no evidence of the moisture was observed inside. The complaint of a vibration issue was shown in the pump history but was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.